Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the blower not running. No patient harm reported.

Manufacturer narrative:
The bench repair technician confirmed the blower would not function and replaced the blower assembly to resolve this issue.

Manufacturer narrative:
The bench repair technician confirmed the blower would not function and replace the blower assembly to resolve this issue.